Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm. The customer cleared the alarm and resumed insulin delivery. The customer did not know if the blood glucose level was impacted.